Event description:
Boston scientific crm received information that this device was emitting beep tones. Upon interrogation, it was identified that this device had declared elective replacement indicator (eri) earlier than expected due to longer than normal charge times during middle of life. Emitting beep tones. The device was explanted for and replaced without incident.

Manufacturer narrative:
As of today, the device has not been returned for analysis.